Event description:
During a transapical tavr procedure, the 23 mm sapien valve was implanted in a 90:10 aortic to supra-annular position, resulting in moderate paravalvular leak (pvl). A second sapien valve was subsequently implanted one stent cell more ventricular, which reduced the pvl to trace-to-none. There was significant bleeding post sheath removal so the patient was placed on bypass. The apex was controlled successfully and the patient was weaned from bypass after having received a total of three units of blood. Approximately 15 minutes later, as the patient was being prepared for transfer to the intensive care unit (ICU), the patient lost her pulse and a root aortogram revealed no flow to the sinus of valsalva (sov). The patient began to hemorrhage out of the endotracheal tube. A 4 mm balloon was inserted through the valve struts and into the left main (lm) coronary artery. A stent was then placed in the lm. CPR was performed during this entire effort. Angiography revealed a patent left coronary and flow into the sov. Approximately 3 minutes after the stent was deployed, the patient¿s blood pressure recovered and she returned to normal sinus rhythm. The medical team discussed a plan to continue heparinization while bridging to plavix, but they were concerned about the timing due to the bleeding issue in the lungs. The patient was transferred to the ICU in critical condition. Approximately 30 minutes later, she arrested in the ICU and was pronounced dead shortly thereafter. Per report, the valve was positioned too aortic during rapid pacing and when a member of the medical team mentioned this, there was a miscommunication and the operator moved the valve further aortic, leading to the aortic malposition. Additionally, it was reported that it is possible that after the heparin was I reversed there was limited flow in the sov, which may have led to thrombosis and the subsequent coronary occlusion. The native aortic annular diameter was 20 mm by tte and 19mmx23mm (area 347mm2) by CT. The native aortic valve and root were severely calcified. The sov diameter was 28.7mm. There was mild mitral annular calcification (mac) and no ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 60%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine images were submitted to edwards lifesciences for review, no echo was provided. Observations: mild aortic valve calcification, minimal aortic root calcification with a spot of calcium at the ostia of the rca and lca, no porcelain aorta, no mac; coaxial alignment is poor for both valve deployments; image intensifier angle (iia) is good; 1st valve is deployed 100% aortic however flow is maintained through the lca; 2nd valve is positioned approximately 60:40 aortic and during deployment the valve moves and lands approx 90:10 aortic; flow through lm is compromised after 2nd valve deployment; lm angioplasty is captured in images. Impressions: contributing factors to too-aortic positioning include poor coaxial alignment and movement of the ds. Left sinus occlusion attributed to too-aortic positioning. Per the instructions for use, device malposition requiring intervention, regurgitation and coronary flow obstruction are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it appears that the aortic malposition was the result of poor coaxial alignment and movement of the delivery system during valve deployment. The aortic malposition caused the left coronary sinus occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.